Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted an unraveled humeral nail system 0222-200 flexible reamer. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to running the humeral canal reamer in reverse. Doing so will cause the shaft of the reamer to unravel. Ref: lt1-000241-en-us humeral nail system surgical technique guides.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/31/2025, it was reported by a sales representative via (B)(4) that a 0222-200 flexible shaft outer part came unraveled while reaming. This was discovered during the case with no patient harm. Additional information was received from the rep on 8/8/25 that the device was run in reverse when the device began to unravel. Additional information received by the sales rep 08/18/25 that no fragments or pieces remained in the patient. When it unraveled it uncoiled but remained in one piece. Photo was provided and attached.